Event description:
It was reported that the tubing of a one-link needle free IV non-dehp catheter extension set ruptured and leaked. This occurred when the set was being used for infusion of contrast solution in a cat scan. The technician had flushed the lines with saline without a problem and then the tubing popped when the contrast was started. The reporter further stated that the tubing popped at the connector site that was connected to the catheter site. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.